Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was tested on an in-house system and exhibited arcing during the energy test; abnormally strong spark was delivered during the energy test. The complaint was confirmed by failure analysis. While the probable root cause based on findings from the failure analysis could not be definitively established, a possible cause may be attributed to manufacturing-related factors resulting in an unintended current path in the mcs instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors instrument had a broken black conductor wire. A backup same dv instrument was used for the procedure. The procedure was completed as planned with no reported injury.